Manufacturer narrative:
(B)(4). Upon follow up it was reported, the alternative etiology for the event was due to increased abdominal pressure. On an unknown date, dianeal therapy was discontinued (interrupted). The patient underwent a surgical procedure to repair the hernia seven days after the event onset. The wound ¿was drying, no exudation after the surgery¿. Pd therapy was restarted. Seventeen days after the event onset, the patient was discharged from the hospital and recovered that same day. As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, the reporter stated the cause of the increased abdominal pressure was weak right inguinal ligament and another unrelated medical condition. This confirms the increased abdominal pressure was a manifestation of the inguinal hernia. No overfill was reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Type of study: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis, protocol number: 8339-001, (B)(4), subject number: 0042. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an inguinal hernia coincident with automated peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. The size and location of the hernia was described as a 6x5 centimeter mass on the right groin region. On an unreported date in the same month as onset, the patient was hospitalized for the event. The event resulted in prolonged hospitalization (duration unspecified). On an unreported date, pd therapy was stopped and an internal jugular vein catheter was placed for hemodialysis as temporary remedial treatment. It was reported that hernia repair was going to be scheduled at a future date (unspecified). At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.